Manufacturer narrative:
Additional information received regarding battery depletion recall has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. However, the pump had a high sleep current measurement. The pump was monitored for several days with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 21-apr-2024, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 21-apr-2024 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 56500 (5.65 u) and dailytotalofbolusinsulindelivered = 249750 (24.975 u) which is equal to the dailytotalofallinsulindelivered = 306250 (30.625 u). All bolus/basal were delivered in auto mode/manual mode. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 04/16/2024 21:44:00.000 insert battery alarm was found on: 04/16/2024 23:03:03.000, 04/16/2024 23:03:35.000 04/16/2024 23:04:00.000 04/16/2024 23:05:01.000, 04/16/2024 23:05:27.000 04/16/2024 23:06:33.000. Failed battery alert/battery failed alarm was found on: 04/16/2024 23:03:17.000, 04/16/2024 23:03:52.000 04/16/2024 23:04:23.000 04/16/2024 23:05:19.000 04/16/2024 23:06:23.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 04-may-2024 at 12:18:59 am. There was no power data available for the date of 16-apr-2024. Unable to check power data for low battery alert and failed batt/battery failed alarm. No unexpected low battery alert and failed batt/battery failed alarm noted during testing. In further review of the formatted history file 1 week prior to the event date of 21-apr-2024, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 04/20/2024 08:40:00.000 04/20/2024 09:12:00.000 04/21/2024 21:55:00.000. Lostsensor2alert (781) was found on: 04/20/2024 09:28:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Pump was programmed with a test guardian 3 link sensor and the glucose sensor simulator. Programmed the sensor high settings for 100 mg/dl and turned the alert on high, alert before high and rise alert. Pump was monitored, the glucose sensor simulator bg level was set to high, and the alert on high, alert before high and rise alert activated at 100 mg/dl properly with audio alerts. Programmed the sensor low settings for 68 mg/dl and turned the alert on low, suspend on low, and resume basal alerts on. Pump was monitored, the glucose sensor simulator bg level was lowered, and the alert on low, suspend on low, and resume basal alerts activated at 68 mg/dl properly with audio alerts. No absence of alarm (audio alert on high/alert on low) notification noted during the testing. Multiple no delivery alarm/insulin flow blocked alarm were found on 16-apr-2024, 17-apr-2024 and 20-apr-2024 during bolus/basal/prime deliveries. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 1 was disconnected/reconnected with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no high sleep current measurement noted. An intermittent high sleep current measurement was confirmed, suspected on the pcba 1/pcba 2. Force sensor zero offset within specification (24.28 mv). The pump was received without a battery. The pump was received without a battery cap. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. The pump passed all the required functional testing except sleep current measurement. Unable to verify customer alleged for high bgs. Customer alleged for absence of alarm was not confirmed. However, an intermittent high sleep current measurement was confirmed, suspected on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced audio/vibrate anomaly/absence of alarm. The customer reported blood glucose value of 36 mmol/l. The customer reported hyperglycemia treated with hospitalization. The customer reported the no alarm on the insulin pump. The event involved product(s) mmt-1885. The troubleshooting was performed. The customer has been using the insulin pump system within 48 hours of the reported high bg event and the auto mode feature was active at the time of the event. No further patient complications were reported. Mmt-1885 was requested and the customer response was the device will be returned.